Event description:
It was reported that during a stenting treatment procedure, the stent migrated. The procedure treated the lesion located in the ostial of the left main artery. There was no calcification or tortuousity in the vessel. The physician used the largest stent available for the vessel which was undersized. A 4.0x12mm ion stent was deployed in the target lesion. After implanting, the stent recoiled and was then post dilated with a 5.0x12mm quantum balloon. Ivus was performed confirming the stent was under sized and additional post dilation was performed with an unspecified 6.0x2mm diameter balloon inflated to 12 atms, which yielded adequate results and everything was removed. The physician then went back in with ivus to check the stent and noted that a wire had gone through a stent strut. When he tried to remove the wire the stent migrated distally to the ostial of the left main. Multiple attempts were made to snare the stent with no success. Next an attempt was made to crush the stent but this was unsuccessful. Finally, the physician placed a 6.0x14mm express sd biliary stent in front of the ion stent to anchor the stent in the ostial of the left main with good result. The physician stated the ion stent was too big to go any further distally. The patient tolerated the procedure well and was stable throughout. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).